Manufacturer narrative:
Product ID 3889-28, lot# v019740, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that the patient fell on (B)(6) 2012 down a flight of stairs and since the therapy has not been working. The patient was treated for back/hip surgery after the fall. The patient had a bladder infection and a return of symptoms. It was stated that the patient does not have sensation to go to the bathroom until she 'wets' herself. It was stated that the patient thought her therapy stopped working since 'the fall.' It was noted that the patient had not used her programmer for 1-2 years because she did not need it. Further information has been requested. If more information is received, a follow up report will be sent.